Event description:
The caller reported that the pump unexpectedly displayed a reset screen, though it did not require connection to a power source to turn back on. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the pump reset a microprocessor as a safety feature during a routine check. The caller was educated on managing the pump's reset features, including manually restarting cgm sessions and reloading the cartridge when the pump turns off. The customer understood the instructions and successfully resumed insulin usage.